Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone14.2 cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 260 mg/dl while wearing the pod between 36 and 48 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. There was also some irritation at the pod site. Treatment for reported issue was not provided.

Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies were observed to the soft cannula that could have contributed to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. No damages or defects were noted to the formed needle, soft cannula, or housing that could have contributed to the reported infusion site event. The exact cause of the reported infusion site event could not be determined. The pod was received with the adhesive pad fully attached. No damages or deficiencies were observed to the adhesive pad or its welds that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined.